Event description:
Patient called to report a product issue with her dexcom g7 sensor. Patient stated she applied the device on (B)(6) 2024 and it fell off her arm on (B)(6) 2024 after only one day. Patient stated the device was giving inaccurate readings and kept saying low when she knew she wasn't low. Patient said the device gave an error saying start a new scan, but then the device just completely fell off.